Event description:
It was reported that the lead exhibited loss of sensing, impedance less than 200 ohms, loss of capture and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.